Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kink in the sheath, the imaging window assembly was twisted and an imaging core windup with broken drive shaft began 35.5cm from the distal end of the connector shaft. Impedance test shows an electrical open at proximal end of the catheter, between 130-140 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when attempting to cross the ivus catheter through the occlusive lesion, an abnormal sound occurred, and the image was lost. Both the wire and the ivus catheter were stuck when pulled out of the patients body. Both devices were completely removed from the patients body and the procedure was completed with another of the same device. No patient injuries were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when attempting to cross the ivus catheter through the occlusive lesion, an abnormal sound occurred, and the image was lost. Both the wire and the ivus catheter were stuck when pulled out of the patients body. Both devices were completely removed from the patients body and the procedure was completed with another of the same device. No patient injuries were reported.